Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently shutting down. Blood glucose (bg) was over 1200 mg/dl and customer was admitted to the hospital. Insulin and heart medication were administered. Elevated bg resolved and customer was discharged on (B)(6) 2018 with no permanent injury. Customer reverted to using manual injections for insulin therapy.